Manufacturer narrative:
Additional data: the investigation is still in progress. A supplemental report will be provided after completion. Ref MFR reports: 1221359-2022-00323, 1221359-2022-00324, 1221359-2022-00325, 1221359-2022-00327 , 1221359-2022-00328 and 1221359-2022-00329.

Event description:
The customer reported 7 false positive results with the ID now covid-19 assay performed on (B)(6) 2021. This MFR. Report addresses false positive four (4) and is four (4) of seven (7). The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021. Pcr confirmation testing was performed in a laboratory and generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Additional data: h10 testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m166535 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m166535, test base part number 190-430 / lot m166535. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m166535 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. MFR reference numbers: 1221359-2022-00323 through 1221359-2022-00329.